Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted diode, designator cr30.  The diode cr30 was shorted from pins 5 to 9.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.&#2068;he defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.